Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed as the clip detached from one leaflet and remained attached to the other leaflet. It was reported that a mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. The mitral valve posterior leaflet was short. The mitraclip ntr was deployed successfully reducing mr to 2. On (B)(6) 2019, 1 day post procedure, a single leaflet device attachment (slda) was noted on echocardiogram. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Mr remained grade 2. No treatment has been planned at this time. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.